Manufacturer narrative:
The lot 19f012 was manufactured from june 5-6, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused medication to the patient. The expected therapy time was 96 hours to fully infused the medication; however, the delivery time would take approximately 6 hours more than expected or would end with approximately 20% of the medication still in the device. The devices were filled with various dosages of doxorubicin, vincristine, and etoposide. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.